Event description:
This customer observed false negative vitros benz results on samples from the same patient using the vitros 5,1 fs chemistry system. Biased patient results of the direction and magnitude observed could lead to inappropriate physician action. The results were reported from the laboratory. Corrected reports were issued there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event concluded that false negative benz results occurred on samples from one patient. The most likely cause is a known limitation of the vitros benz reagent related to low cross reactivity with lorazepam. The intended use section of the vitros benz IFU states that the vitros chemistry product benz assay is intended for use by professional laboratory personnel. It provides only a preliminary test result. A more specific alternative chemical method must be used to confirm a result obtained with the vitros benz assay. Gas chromatography/mass spectrometry (gc/ms) is the preferred confirmatory method. Clinical consideration and professional judgment should be applied to any drug-of-abuse test result. No malfunction of the vitros benz reagent occurred. There was no allegation of patient harm as a result of this event.